Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the unit had a broken front panel. To fix the issue, the fse replaced the front panel assembly, and then performed a complete pm with full calibration, functional and safety checks to meet factory specifications. Further, the fse replaced the lithium ion batteries that were due to expire. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit was found to have a broken front panel. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
**On 19feb2021 it was observed that an initial emdr for this complaint was incorrectly submitted. The reported event is not a malfunction of the iabp unit and would not interrupt therapy; nor cause death or serous injury. As a result, no follow up emdr is necessary, as the complaint will be classified as "other" and retained in our system. Please make the necessary adjustments in your system. Corrected fields: h1 (selected as malfunction to submit report, but no malfunction reported)

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit was found to have a broken front panel. There was no patient involvement, and no adverse event reported.